Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced uncomfortable stimulation. Attempts to reprogram were unsuccessful. As a result, patient underwent surgical intervention at unknown date wherein the entire system was explanted.